Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 7 of 9.

Event description:
Impossible to work in a 1.8mm incision. The sleeves are too smooth. No product returned, no patient impact.